Event description:
A 6mm diameter x 18 mm length racer biliary stent system was implanted into a pt for the endovascular treatment of a renal artery lesion in 2004. Lesion and vessel morphology are unknown. It is unknown if the lesion was pre-dilated. It was reported that during deployment the stent moved and was deployed inaccurately (MFR# 2953200-2004-01029). The physician then attempted to implant a second racer stent to overlap the previously deployed stent. This stent also moved and was deployed inaccurately. No sequelae were reported and the pt is reported to be fine.